Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k141597.

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was in an area of in-stent restenosis of a boston scientific stent located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
B5 - describe event or problem: added the additional information received. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was in an area of in-stent restenosis of a boston scientific stent located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure. It was further reported that the isr stent used was an unknown stent. It was further reported that the device was not used for an isr.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k141597.

Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was in an area of in-stent restenosis of a boston scientific stent located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure. It was further reported that the isr stent used was an unknown stent.